Manufacturer narrative:
S/w 4.11d. Retainer ring = clear. The pump was returned for cosmetic damage located at the back of the pump found on august 16, 2021. Pump received with cracked battery tube threads, and cracked case at the battery tube side. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. Cosmetic damage was confirmed at the back of the pump. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the back side of the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.